Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasound gastrovideoscope air channel is blocked. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The air/water channel was found clogged and the forceps elevator cover was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. For the event of air/water channel was clogged: the legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified; however, the cause of this event might be insufficient reprocessing performed at the facility. The event can be detected and prevented by following the instructions for use: -chapter 6 compatible reprocessing methods and chemical agents. -chapter 7 cleaning, disinfection, and sterilization procedures. For the event of forceps elevator cover is missing: based on the results of the investigation, it is likely the following led to the malfunction: the cause of this event might be a handling mistake of the facility. The event can be detected and prevented by following the instructions for use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.